Manufacturer narrative:
The affected device was not returned only the wire was received. Therefore, more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, the inspection of the wire revealed that the material is a metallic wire. Therefore, most probably, while tightening the screw the metallic wire came out. The wire came out most likely because the screw was inserted with too big of an angle, which could have caused the friction between the screw and a sharp part of the plate (the titanium lip for instance), leading to the removal of a part of the material. Hence, this case is classified as a user related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that: "defect on a screw, a "wire" has loosened" the event occurred during intervention and was finished successfully no clinical consequences for the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that: "defect on a screw, a "wire" has loosened". The event occurred during intervention and was finished successfully no clinical consequences for the patient.